Event description:
A pt reported that the ss meter blood glucose readings were 60mg/dl and 29mg/dl successively in a back to back testing session (using the same finger stick). No symptoms were reported. Pt also reported that meter powers off during use and was educated on automatic shutoff (2 min after last action). The meter has not been cleaned according to manufacturer's product recommendations. No further info is available. No allegations of harm have been made.